Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent abdominoplasty with rectus plication on (B)(6) 2012 due to abdominal intertrigo. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, bso and lysis of adhesions due to pop, incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, infections, bowel problems, inflammation, dyspareunia and neuromuscular damage. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.